Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 implantable port allegedly experienced a defective component. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation, however, four photos were provided for evaluation. The investigation is confirmed for 2889 deformation due to compressive stress. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (device code, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The one device belonging to the sole malfunction is expected to be returned to bd for evaluation; however a photo of the malfunction was recieved. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 implantable port allegedly experienced a defective component. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.